Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. Upon inspection and testing of the unit, foreign matter caused by insufficient cleaning by the user was discovered. In addition, a worn angle wire, a scratched control unit, a chip on the adhesive on the a-rubber, scratches on the s-connector, c-cover, and a scratch and wrinkle on the connecting tube were discovered. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The evis lucera elite gastrointestinal videoscope was received at an olympus service center for evaluation with a report that a lens was missing, there was reduced angulation, and a missing contact point. There was no patient or user harm reported. During inspection and testing, a foreign object was observed in the nozzle. This report is being submitted for the malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial medwatch. The following information was inadvertently left off of the initial report, per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, we could not identify the foreign material nor the root cause of it. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ "8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.